Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord light guide bundle is slightly weakened and interrupted with scratched cover with component failure of light guide bundle. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid video telescope had yellow image, universal cord light guide bundle is slightly weakened and interrupted with failure of light guide bundle and cover is scratched. The event occurred during service / maintenance. There were no reports of patient involvement.